Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer called into technical support (ts) reporting that the device has low minute ventilation and low tidal volume errors. While searching in the significate log, it was mentioned there was a code 1109. ¿the proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised¿ message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has low minute ventilation and low tidal volume errors. Instructed customer to set up patient settings to the installation process. He adjusted settings and unit ran for 5 minutes without issues. While searching in the significate log, he mentioned there is a code 1109. The rse recommended repair through the following options: verify pin alignment between solenoids and the da pcba. Replace the machine auto-zero solenoid (sol 2 and sol 4). Replace the da pcba. Further information is pending.

Manufacturer narrative:
The returned gas delivery system (gds) was received for failure investigation (fi). This gds unit came in with a data acquisition (daq) board and airflow/02 sensors. All other parts will be used from a certified fi test bench. The gds was tested, and the customer complaint was verified. U7(lot idbc2035) from the daq board is causing the failure.

Manufacturer narrative:
Customer stated that device was being set up for use when issue occurred. No medical intervention was provided to the patient nor a delay to therapy was noted. The field service engineer (fse) was dispatched to site and replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.